Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose value was 50 mg/dl. The customer's sensor glucose value was 60 mg/dl. The customer¿s current blood glucose value was 203 mg/dl. The customer did not experience any symptoms of low blood glucose value. It was unknown whether the customer was using auto mode or not. The insulin pump will not be returned for analysis.